Event description:
Tip broke off on two with the same lot number. Anchor broke into 2 pieces, they were able to remove, used 5.5 corkscrew by arthrex to finish procedure.

Manufacturer narrative:
During our evaluation the following observations were made; the complaint was confirmed, the tip has broken off from the device. Due to this and other field issues of this nature CAPA (B)(4) has been opened to investigate this issue. (B)(4)